Event description:
It was reported the guidewire became dislodged within another manufacturer's dilator following a successful iliac angioplasty procedure. Continual exertion against resistance resulted in detachment of the distal tip of the guidwire in the pt. The pt underwent surgical retrieval of the detached guidewire tip. No pt sequelae resulted from this event and the pt's condition is good. A portion of the device was received and evaluated by this MFR. The engineering eval indicated the wire's distal tip was broken. The break at the distal tip was a clean break. The detached tip, which measured 5cm, was not returned for eval. The core wire was exposed 2.2cm at the distal tip. The wire measured 255cm. Another manufacturer's sheath and dilator were also returned. The dilator tip was broken and elongated. The sheath's distal tip was flared. Follow up indicated continual exertion against resistance resulted in detachment of the guidewire tip which may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "warning: attention should be paid to guidewire movement in the vessel. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."